Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade (lockout) later in the procedure. Therefore, the instructional insert states: (avoid accidental contact with other instruments during use.) Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.

Event description:
It was reported that during the fundoplication procedure, there was an instrument error and piece of jaw broken. The broken device fell into the patient and was removed. Case completed with same like product. No patient consequence.